Event description:
It was reported that during an unk procedure, the device worked only 1 hour and after the cleaning the device didn't work. A new device was used to finalize the surgery. Pt is fine. One device returning.